Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty locking the luer connector onto the ilet and required pliers to twist and secure one connector, while another box of connectors functioned as expected. Symptoms included no adverse clinical effects. Outcomes included replacement supplies provided and arrangement for return of the affected connectors. Investigation included collection of lot numbers and request for photographs of the installed and uninstalled connectors. Investigation of this case revealed a usability and fit/connectivity issue with the luer connector component, with normal performance confirmed using connectors from a different box. It was concluded, based on previously established findings for similar reports, that the cause was user-device interface variability during connector installation.